Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense 365 user guide mentions about it under "risks and side effects".for this incident, the sensor could not be removed during the initial removal procedure which took place on (B)(6) 2025.however,the sensor was successfully removed during second removal attempt made by new hcp on (B)(6) 2025 without any issues.this incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where hcp was unable to remove the sensor on the first attempt made on (B)(6) 2025. However,the sensor was successfully removed during second removal attempt made by new hcp on (B)(6) 2025 without any issues.